Event description:
It was reported that during a percutaneous coronary intervention treatment procedure, a balloon rupture occurred. The physician was attempting to pre-dilate a 99% stenosed lesion located in the calcified and moderately tortuous left iliac artery with a 4.0x40mm sterling balloon catheter. The balloon ruptured on the first inflation at 6 atms, it was inflated for about 5 seconds. The balloon was removed intact. The procedure was completed with this device for pre-dilation and the implantation of a express stent. There were no reported pt complications. The pt's status is listed as "good".

Manufacturer narrative:
Taxus express2 paclitaxel-eluting coronary stent. It is indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.